Manufacturer narrative:
Complaint no: (B)(4). The device has been received and the evaluation is ongoing. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The external/internal inspection was performed with no issues noted. Temperature was within specifications. The device passed electrical testing. A volumetric accuracy test was performed and the device failed. Test article, piston foam, was installed and the device passed the volumetric accuracy test. The evaluation revealed the cause of the failure to be deteriorated piston foam. Review of service history data revealed previous device servicing did not cause or contribute to the reported difficulty of device failed fluid volume accuracy testing. The piston foam was to be scrapped and the device was sent for servicing. A CAPA has been referenced to investigate this issue. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the machine failed fluid volumetric accuracy testing. Device failed during evaluation, no patient involved.